Manufacturer narrative:
As part of CAPA 5677695, it was identified that retrospective review activities were warranted for intracavity transducer damage if physically split, fractured, or contains sharp edges on the transducer, regardless of whether the device is in clinical use. Philips ultrasound is reporting this complaint as part of the retrospective review completed for intracavity transducer damage. A thorough investigation was performed to determine the cause of the reported problem. The transducer was evaluated and it was concluded that the damage may have been cause by a sharp object coming in contact with the lens or excessive abrasion applied during cleaning. The physical damage to the transducer is indicative of improper maintenance.

Event description:
It was reported there was damage to the lens of an indwelling c10-3v transducer. The transducer was associated with the epiq 7 ultrasound system at the customer's site. The issue was found while outside of clinical use. There was no patient or user harm associated with this event. The philips service engineer evaluated the transducer and confirmed the lens was damaged. The transducer was replaced to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.